Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was feeling uncomfortable and presented in-clinic for follow-up. It was discovered that the right ventricular lead had dislodged with helix retracted. The lead was explanted and found that the helix could not be extended. The lead was replaced. Patient¿s condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.